Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation) fed by the right posterior cerebral artery. On (B)(6) 2014, the patient underwent onyx embolization treatment. No defects were found on the catheter prior to the procedure. During the procedure, it was reported the onyx was seen to exit the catheter approximately 10-15cm from the catheter tip. No onyx was visualized exiting the tip of the catheter. The patient was reported to be intubated with a dilated right pupil. Same event as MDR# 2029214-2014-00109.